Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by a patient representative that the patient had needed to have a head MRI for an unrelated possible medical event and they needed to be able to turn the stimulation on and off. The caller attempted communication and they saw nothing on the screen. Patient services suggested that they try different batteries however the caller said they had another programmer. The caller reported seeing the poor communication screen. They repositioned the antenna however they still saw the poor communication screen. It was suggested that they try palpating the skin to feel for the ins and the caller had stated that due to the patient having had many back surgeries (not alleged to be related to the device/therapy,) the patient had a lot of hard spots on their back. The call was escalated and it was reviewed with the caller that someone from patient services would call them back. It was noted that device registration showed the ins was located on the right side. When patient services called back that same day, it was reported that the MRI appointment had been cancelled and it was reported that they would be calling patient services back to review how to turn the stimulation off as the patient was reclined in the chair and unable to troubleshoot. Patient services offered to send the video tutorial howe ver the caller was unable to receive emails. It was also mentioned that the patient had recently had an experimental back surgery where they had placed a cage around the vertebrae to keep the discs from moving so the stimulator location was difficult for the family member/friend to find. Patient services reviewed device location with the caller. The caller called back on (B)(6) 2020, stating that the patient was now ready to review turning stimulation off for the head MRI. While on the call, patient services reviewed information with the caller and the caller encountered a power on reset (por) message on the programmer screen. Again it was noted the ins was located on the right side of the body. The caller stated that the patient has had x-rays due to a fall and back surgery. Information was reviewed with the caller and they were redirected to the health care professional (hcp) office. No further complications were reported at this time.